Event description:
Patient admitted to cath lab for ptca, percutaneous transluminal coronary angioplasty and stent placement. When 2.5, 50mm balloon was going to be advanced, the fluoroscopy in the cath lab did not function. The balloon and wire catheter were retrieved to move patient to 2nd cath lab. During cath lab preparation, it was discovered that the 2nd lab did not work. The balloon was placed using a portable c-arm with no complications. The patient displayed good distal flow in the lad and showed no further chest pain. The decision was made to delay stent placement until repairs were complete on the cath labs. Patient was transferred hemodynamically stable to the cardio vascular intensive care unit.both rooms were tested and repaired by the OEM service technician. Each lab had multiple problems that came about at the same time. It is the opinion of the service representative, that both units suffered from a power surge brought about by a massive power surge do to a lightening strike.